Event description:
The pt was doing standing rows with level 3 resistance exercise band. It was a newly cut band and as she was doing the exercise, the band snapped in half. She fell backwards and fell on her hip developing a hematoma. The pt had been coming to therapy since early (B)(6) 2009 with a cervical spine strain and had been doing this exercise for at least 6 visits.